Manufacturer narrative:
Catheter.

Event description:
It was reported that the pt's catheter was cut during the pt's spinal surgery. The catheter was revised. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.